Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock to the patient due to double detection of a morphology change while active. This occurred in the secondary vector. It was noted that the physician will perform an electrophysiological examination due to suspected atrial flutter with frequency dependent bundle block with no programming changes planned. No adverse patient effects were reported. Currently, this s-ICD system remains in service.